Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged multiple times and the physician felt the helix did not properly extend and retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.